Event description:
Home monitoring reported rv pacing impedance temporarily out of range (<200 ohm). Pacing impedance had dropped before. Mean rv sensing appears to be decreasing. Previous recordings show loc and some noise. Advised to evaluate lead further. Lead currently remains implanted.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.